Event description:
(Drug/diluent: solumedrol IV 1gr in 400ml of nacl 0.9%), (fill volume: 400 ml and flow rate: 100ml/hr). (Procedure: unk and cathplace: unk). Fast flow. Infused in 1hr 20 min instead of 4 hours. Did not wait the 4 hours after filling. Pt symptoms: loss of strength and warmth of superior body part. Per dfu: nominal flow rate: 100ml/hr, nominal fill volume: 400ml, maximum fill volume: 500ml, the infusion delivery time is 4 hours when filled to nominal volume and flow rate.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Information provided for this investigation revealed the pump as used prior to the 4-hour waiting period. The directions for use (dfu) (1303045, rev. H) contains a statement: "warning: the easypump st must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the easypump st is used immediately after filling, a flow rate may increase by up to 50%." Results: device was rec'd for evaluation and investigation, and testing is currently being performed. Conclusions: a f/u report will be filed when investigation has been completed.